Manufacturer narrative:
Analysis of the 9733858 found insufficient information. Analysis of the 9735585 found insufficient information. The rep was unable to reproduce any alleged inaccuracy with the surgeon. Unable to determine root cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that after going sterile, the surgeon touched the skull and was about a centimeter off and the surgeon wanted to use the frame that was used for registration. Medtronic representative had the surgeon touch a point on the skull and using the measure toll put a yellow dot. The frame was then sterilized and switched it. The probe was out back in the same spot and it was right on the yellow dot, no change between frames. Medtronic representative noted that the surgeon had shaved off a lot of the skill and appeared to change the structure of the skull. The procedure was completed with the use of navigation. There was a delay of 5 minutes. No known impact on patient outcome.